Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would not charge and the charging light on the front board was not illuminated. The charging light connector was found disconnected. It was reconnected and the light was restored. The charging system on j7 and all boards/batteries were tested and they were within specifications. The system was tested and all functions were working properly. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the image acquisition system (ias) was not charging. The mobile view station (mvs) line power light was in, but the ias battery charging light was out. When plugged in, the x-ray and motor battery indicators would go up and down. The voltage on the j1 battery level board showed 350 volts. There was no patient present when this issue was identified.